Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported issue of an error 32100 on universal surgical manipulator (usm) 3. To correct the issue, fse replaced the inner distal set up joint (suj) 3. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the replaced component (suj3) for evaluation, but the analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided. Log review confirms the occurrence of a radical prostatectomy with lymphadenectomy surgical procedure on the reported event date of 10-may-2022 using system sk1897. System logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the system displayed an error 32100 on universal surgical manipulator 3. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and on 31-may-2022 obtained the following additional information: the procedure was completed robotically with 3 arms and as a result of the alleged issue, there was a delay of 20 minutes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the inner distal set up joint (suj) 3 associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue through logs. According to the report, the unit had experience errors 32100. This type of error showed up on error log history. The suj3 was tested in the testing platform machine and it passed all required tests. The unit was installed in the system and no errors were triggered. The access controller and printed circuit assembly were replaced.